Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer was jammed and missing bearings. A field service engineer (fse) assessed the drawer slide, cleared the jam, and corrected the alignment. The half height drawers 4.1 and 4.2 were replaced and tested functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 4.2 was jammed because the ball bearings for one of the drawers had fallen out. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.